Manufacturer narrative:
The device, was used in a procedure was not returned for evaluation with all additional information provided we have not been able to establish a relationship between the reported event or determine a root cause. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found other related failures. Probable cause may be an obstruction. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that during treatment on (B)(6) 2020 at the time of making the prime, the serum did not reach the hand-piece, even when the equipment was opened, via the aspiration tube connected, display 10 and the pedal being pressed. After changing the hand-piece, the equipment worked normally. The hand-piece was contaminated and the same was discarded in the hospital. No patient harm reported.